Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
While receiving assistance with insulin pump settings, customer's daughter reported that the customer was hospitalized approximately four months prior to the call. Customer's daughter reported that the customer was in rehabilitation afterward, and was not wearing the insulin pump. Customer's daughter reported that the insulin pump returned an error alarm. Blood glucose level was not provided. No further information was provided.